Manufacturer narrative:
Correction- section h6: health effect- impact code should have been unexpected medical intervention instead of no health consequences or impact code.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was noise oversensing. Programming changes were made. The patient had no adverse consequences.